Event description:
It was reported that the device had sensing difficulty. It was further reported that there was a possible header issue. It was also reported that there was high impedance greater than 3000 ohms and an apparent lead fracture. The ipg was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. It was reported that the device had sensing difficulty. It was further reported that there was a possible header issue. It was also reported that there was high impedance greater than 3000 ohms and an apparent lead fracture. The ipg was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event. No conclusion can be drawn impedance, high lead(s), fracture of.